Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had damaged packaging. The blister was found opened and sterility was in question. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis DHR review was performed on the lot number 7037934. The product was manufactured on afa line 6 and packaged on packaging line 11 from feb 15, 2017 through june 6, 2017 (stopped and re-started). Review of the DHR¿s revealed all required challenges, samples, and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis observations and testing: received two unused iag 14ga unit in partially opened package from the lot number 7037934. Visual/microscopic examination: one package was partially opened at the top of the blister pack. The other package was partially opened at the bottom of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate transfer (adhesive) from the top web to the bottom web. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity and needle retraction failure. Investigation conclusion: the defect package seal integrity poor/questionable, stated in the description of the complaint, was confirmed with the returned units. Even though the packages were partially opened, all the process characteristics that directly influence the seal were observed to be within specification. Root cause: relationship of device to the reported incident: indeterminate although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.